Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-10289, 10291. The pt received the scs sys on (B)(6) 2009 which consisted of an ipg and two leads (from different lots). It was reported the pt was experiencing discomfort at the ipg site. In addition, the pt reported the stimulation was only effective in relieving his leg pain; however, coverage was needed in his back as well. The ipg was removed on (B)(6) 2011. Both leads were left implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.